Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent an magnetic resonance imaging (MRI) in which the health care professional (hcp) noted the device information reset afterwards. A premature battery depletion code was observed. Technical services (ts) walked hcp through re entering data in which the s-ICD battery remaining was higher than the latest evaluation. Ts requested disk analysis. The s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent an magnetic resonance imaging (MRI) in which the health care professional (hcp) noted the device information reset afterwards. A premature battery depletion code was observed. Technical services (ts) walked hcp through re entering data in which the s-ICD battery remaining was higher than the latest evaluation. Ts requested disk analysis. The s-ICD remains in service. No adverse patient effects were reported. Additional information was received that there was a delay in receiving the data session file from the device when sending in disk analysis. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.